Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had entered safety mode and resulting unipolar oversensing and a 18-second pause in pacing. The implant status of this crt-p was not provided, and no adverse patient effects were reported.